Event description:
Customer reports to have low blood glucose of 27 mg/dl, which was treated with a bolus delivery. Customer's blood glucose at the time of call was 89 mg/dl. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap appeared normal, customer was not admitted for medical treatment, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were correct, not sure if basal rates were correct, insulin did exit tubing and bolus history was correct. After troubleshooting, customer was advised to monitor insulin pump and to speak with healthcare professional regarding low blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.